Event description:
It was reported that a rectal wall infiltration occurred after spaceoar vue implantation. The patient is expected to make a full recovery and did not require hospitalization beyond the standard of care.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.